Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA. It was reported the venous bubble sensor is defective and the errors were confirmed by a getinge technician within the logfiles. No harm to any person has been reported. New information was received on (B)(6) 2026 that the failure occurred during treatment. The cardiohelp was not replaced, as the patient came off soon after the venous bubble sensor malfunction. There is no visible damage on the sensor or its cable. There were no other medical devices used in conjunction with the event and no environmental conditions present at the time which could have influences the event. Further there was no patient harm. The patient demographics are not available. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID (B)(4).